Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient on (B)(6) 2022 who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The pt noted they hadn't used their ins in 3 years because the "buzzing" day and night from the ins triggered the pt's ptsd. Pt discussed with their hcp they would want the ins removed because they didn't believe they could use the ins anymore. Pt noted they were in the emergency room for severe abdominal pain and wanted to know if they could have an MRI. Pss reviewed MRI scenarios with the pt. Pt requested abdominal sonogram compatibility. Patient services specialist (pss) reviewed sonogram compatibility. Pt noted they had to leave because they were going to have a CT scan. Additional information was received from the patient (pt) on (B)(6) 2023. The pt reported that the unit will be charged and set in MRI mode. They have asked their healthcare provider (hcp) to remove the unit. They cannot stand the constant buzzing. Pt reported that the surgery might take place after february of this year.